Event description:
Reportedly, this patient was undergoing a laparoscopic bilateral inguinal herniorrhaphy. The balloon was inflated without difficulty under direct vision. At an undisclosed time during the surgery, a tear was noted at the neck of the bladder. No further information was provided.